Event description:
It was report that the insulin pump could not upload information to carelink. Blood glucose reading was 5.0 mmol/l. The insulin pump passed the self-test. The insulin pump could not upload during the troubleshooting process. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump was downloaded to carelink pro properly. However, several a47 alarms were found in the alarm history file. A47 alarms occurred due to a corrupted history file. Insulin pump received with cracked case at display window corners. Insulin pump received with minor scratched lcd window. Insulin pump received with missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).